Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data associated with the reported event was observed from 22jan2026 ¿ 26jan2026 and was reviewed. The log file captured intermittent low voltage hazard and no external power alarms from 22jan2025 at 22:59:15 to 26jan2025 at 04:43:59 due to losses of external power while connected to the mpu. The system controller backup battery supported the system during the losses of external power without any issues. The alarms resolved once external power to the mpu was restored. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided communicated that the mpu has a v-lock connector on the ac power cord. It was also noted that there were no environmental circumstances that would have affected ac power at the time of the event, and that the ac power cord did not become disconnected from the wall outlet or from the back of the unit. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 19aug2024. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had 5 no external power alarms, however denied that their batteries were dying. The patient stated the alarms were occurring while the batteries were still charged. All the gold contacts were cleaned and there were no issues. Log files were submitted for review and captured power cable disconnect/low power hazard/no external power while connected to the mobile power unit (mpu) at 22:59 on (B)(6) 2026 and at 04:43 on (B)(6) 2026. This was caused by the power to the mpu being briefly interrupted. The alarms were resolved upon the mpu regaining power.